Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of low 40's mg/dl. The customer was treated for the low blood glucose with a manual injection. The caller was the customer's mother who was informed that there could be many reasons for low blood glucose. The mother stated that they had issues with the serter releasing the sensor and that the sensor was not staying in her to begin with. The customer was sent a replacement serter. No further information was provided.